Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, since the device was not returned for an evaluation, the reported issue could not be confirmed. Therefore, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: d3, g1, h11 this report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report was submitted by the importer under the importer's report number: 2429304 - 2023 - 00023.

Event description:
A user facility reported to olympus that during a colonoscopy, the elektrochirurgiegerät "esg-150" stopped working. As a result, the patient needed to be transferred to the emergency room to have the procedure completed with the same device type from a different procedure room; the procedure was completed successfully. There were no error messages or alarms. It was unclear if a delay occurred, but the colonoscopy lasted 45 minutes due to the issue. The patient sustained a rectal bleed from the polypectomy site, possibly as a result of the device not functioning properly. Despite multiple attempts, interventions and patient outcome was not provided. If additional information is provided, a supplemental report will be sent.